Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. It was determined that the patient's implantable cardioverter defibrillator (ICD) exhibited a sensing/detection issue with t-wave oversensing (twos). The right ventricular (rv) lead was also t-wave oversensing. Follow-up was completed and the allied health professional (ahp) at the clinic indicated the patient was seen in-office and they did not see any t-wave oversensing at that time. No reprogramming has been completed and the patient will continue to be monitored. The device and lead remain in use. No patient complications have been reported as a result of this event.